Event description:
The customer called into technical support (ts) reporting that the device tidal volumes were not reading properly. The device was in use at the time the reported issue was discovered; however, there was no harm to the patient or user. The investigation is ongoing.

Manufacturer narrative:
Technical support provided remote assistance to the customer. Technical support recommended to perform the entire preventative testing and it will provide more information. The customer did not respond to multiple attempts to verify preventative testing and device operational status; therefore, the alleged device malfunction could not be confirmed. No parts were reported to have been replaced and no further information is available to establish the root cause of the failure. If additional information is received, the complaint will be reopened.